Event description:
Per the audiologist, in 2006 (date not provided) the surgeon found a "very small" fistula at the receiver/stimulator site. The surgeon removed the granulation tissue using local anesthesia. The patient's device extruded two more times and she underwent skin flap revision surgery in 2007. Due to the high risk of infection the surgeon recommended the device be explanted. In 2008, (date not provided), the patient's device extruded. The patient requested an implant for her contralateral side before explanting the extruding device. The patient was implanted in the contralateral ear two months later. The extruded device was explanted one month later.

Manufacturer narrative:
This is a final report, filed december 22, 2008.